Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal size on the ilet despite consuming a smaller snack, with glucose dropping as low as 40 mg/dl and later correcting to 115 mg/dl using oral glucose tablets and soda. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and resolution without medical intervention or hospitalization. Investigation included customer education on continuous glucose monitor (cgm) target ranges, appropriate meal announcements, and arranging additional training with a medical professional. Investigation of this case revealed user-related meal announcement inconsistent with actual carbohydrate intake as a likely contributor to the low glucose event. It was concluded that the device functioned as designed and the event was attributable to use error related to incorrect meal size announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.